Event description:
During a pocket revision procedure, charging issues were observed between the implant and the external equipment. The pt was implanted with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted product was discarded at the medical facility and will not be returned for eval.